Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens into the pt's eye. They were crushed after it was inserted. A vitrectomy was performed and the incision was enlarged to remove the lens. Another same size lens was used and suture was used. Reporter stated cause of this incident was possibly due to new tech.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - visual inspection of the returned product found the lens optic has several tears. There was evidence of reddish surgical residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: device history review - based on the complaint investigation, the most probable root cause of this complaint could be user error. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Medical review: reportedly intraoperative lens (silicone three-piece) removal/exchange was performed to address iol damage ("lens crushed") upon insertion. The facility representative indicated that the most possible root cause of this complaint would be user error because new technician had loaded the lens. Damaged lens was removed successfully, vitrectomy was performed and another lens was successfully implanted. The cause of vitrectomy remains unknown. No reported postoperative sequelae .it is well known that improper handling of a device could cause device damage and subsequent adverse event. Dfu instructs physicians under "iol preparation and usage" how to prepare and use this lens with adequate delivery system. Conclusions: based on the complaint history, work order search, device history review , medical review and the evaluation of the returned product, it was determined that the root cause of this event was due to user error.